Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater plate temperature was too hot. This was noted during peritoneal dialysis. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection was performed with no issues noted. Full functional testing, electrical safety testing, and simulated therapy were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.